Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to an infection on the xiphoidal incision due to erosion and a pocket hematoma. At this time a new tachycardia system was not implanted and the physician will decide on the next course of action over the coming weeks. The patient has experienced no further complications.